Event description:
Follow up information received reported that the patient had no concerns with their device therapy. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient had no stimulation from their implantable neurostimulator (ins) following a ablation procedure on their neck. Also they could not increase or decrease the settings and would only get "triple beeps" and showed all 3 green lights on their programmer. It was noted that the ins could be turned on and off with the programmer. Additional information was requested but was no available at the time of this report.

Manufacturer narrative:
Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer. Patient product ID: 3587a, lot# l66827, (B)(4), implanted: (B)(6) 2000, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).